Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient's flap was dislocated in the left eye after surgery. The procedure was completed on the same day, and medical intervention was successful in resolving the patient's issue. Patient symptoms were improving. Additional information informed received reported flap wash was performed with protective lens. There are two related reports for this facility. This report addresses patient initial vn left eye and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance performed and confirmed system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows twenty-two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for left eye was conducted before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause could not be determined conclusively, most probable root cause is patient condition related (patient rubbing eye causing flap displacement). The manufacturer internal reference number is: (B)(4).